Event description:
Upon administering of tpn to a pt, the nurse noticed a metal shaving inside the infusion line of the buretrol. Tpn was taken down and remade with a new tubing set. Upon inspection of the tubing set there is a metalic shaving inside the third medication infusion port distal to the buretrol drip chamber. The piece is too large to have passed through the drip chamber leading us to suspect it was present during manufacturer of the buretrol. Buretrol is a baxter 2c7562. We were not able to isolate the lot # of the specific buretrol used on this pt, but have limited it to the following. (B)(4). Baxter has been notified.